Event description:
Boston scientific received information that this pacemaker was programmed to higher output and got an error message that the time form elective replacement indicator (eri) to end of life (eol) may be less than three months. A boston scientific technical services (ts) discussed that this is an expected device operation due to programmed high output. Furthermore, ts explained that the higher the output, the estimated longevity might be impacted. The health care professional (hcp) was then informed of the estimated time to accommodate change out. Additional information was received indicating that the patient was scheduled for device change out with lead revision. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information from the sales representative indicated that the device will not be available for return. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this pacemaker was explanted for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.